Event description:
Caller reported that the pump's quick bolus and wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the caller by instructing on proper pressing techniques and removing the pump from its case, yet the problem persisted. As a resolution, a replacement was arranged. The customer was advised to continue using the current pump until the new one arrived, and was also instructed on returning the faulty pump in storage mode with a pre-paid label.